Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('other had migrated') in a 39-year-old female patient who had essure (batch no. He013js-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline hydrochloride (zoloft) for anxiety. On (B)(6) 2019, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) and experienced device expulsion ("one coil came out vaginally over a year later and the other had migrated and had to be removed"), 1 year 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the device dislocation and device expulsion had resolved. The reporter considered device dislocation and device expulsion to be related to essure. Lot number reported he013js is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid). Fu 1 and 2 processed together. On (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority on 28-apr-2021. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("other had migrated") in a 39 year-old female patient who had essure inserted (lot no. He013j2). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included thyroid, vitamin d [vitamin d nos] and zoloft (sertraline hydrochloride) for anxiety. On (B)(6) 2019, the patient had essure inserted. On (B)(6) 2020, 424 days after essure insertion, she experienced device dislocation (seriousness criteria hospitalisation, medically important and intervention required) and device expulsion ("one coil came out vaginally over a year later and the other had migrated and had to be removed"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (essure removal). On (B)(6) 2021, all of the events had resolved. The reporter considered device dislocation and device expulsion to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2018 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2021 (as per pif discrepancy noted). Essure removal date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): after a sonogram, it was determined that the other coil had also migrated. Lot number reported he013js is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: upon receiving a new follow-up information, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) was transferred to this case. E2b company number added. Regulatory authority reporter, lawyer reporter , patient date of birth, lab data, lot number, expiration date, concomitant drugs, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority on 28-apr-2021. The most recent information was received on 01-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("other had migrated") in a 39 year-old female patient who had essure inserted (lot no. He013j2). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included thyroid, vitamin d [vitamin d nos] and zoloft (sertraline hydrochloride) for anxiety. On (B)(6) 2019, the patient had essure inserted. On (B)(6) 2020, 424 days after essure insertion, she experienced device dislocation (seriousness criteria hospitalisation, medically important and intervention required) and device expulsion ("one coil came out vaginally over a year later and the other had migrated and had to be removed"). Essure was removed on (B)(6) 2021. On (B)(6) 2021, all of the events had resolved. The reporter considered device dislocation and device expulsion to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2018 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2021 (as per pif discrepancy noted). Essure removal date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): after a sonogram, it was determined that the other coil had also migrated. Batch no: he013j2, production date: 2017-10-04, and expiration date: 2020-07-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-apr-2023: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority on 28-apr-2021. The most recent information was received on 25-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("other had migrated") in a 39 year-old female patient who had essure inserted (lot no. He013j2) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation, nulliparous, gravida I, abnormal uterine bleeding, pain menstrual, menorrhagia, fatigue, depression, anxiety and asthma. Concomitant products included thyroid, vitamin d [vitamin d nos] and zoloft (sertraline hydrochloride) for anxiety. On (B)(6) 2019, the patient had essure inserted. On (B)(6) 2020, 424 days after essure insertion, she experienced device dislocation (seriousness criteria hospitalisation, medically important and intervention required) and device expulsion ("one coil came out vaginally over a year later and the other had migrated and had to be removed"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (laparoscopic bilateral tubal ligation/bilateral salpingectomy, hysteroscopy). On (B)(6) 2021, all of the events had resolved. The reporter considered device dislocation and device expulsion to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2018 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2021 (as per pif discrepancy noted). Essure removal date: (B)(6) 2021. Number of coils on the left and 5 number of coils on the right remaining on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: left fallopian tube (left salpingectomy): intact segment of fallopian tube. Right fallopian tube (right salpingectomy) : intact segment of fallopian tube. Endometrial tissue (curettings): generous irregular and few polypoid-shaped fragments of endometrialtype mucosa demonstrating features compatible with exogenous hormonal therapy; congestion; no [pregnancy test] on (B)(6) 2019: negative [ultrasound scan] (date unknown): after a sonogram, it was determined that the other coil had also migrated. Batch no. He013j2 production date 2017-10-04 expiration date~2020-07-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('other had migrated') in a (B)(6) patient who had essure (batch no. He013js) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline hydrochloride (zoloft) for anxiety. On (B)(6) 2019, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) and experienced device expulsion ("one coil came out vaginally over a year later and the other had migrated and had to be removed"), 1 year 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the device dislocation and device expulsion had resolved. The reporter considered device dislocation and device expulsion to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.